Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 (mg/dl) after delivering a manual correction bolus. Reportedly, the customer delivered more insulin than needed. Glucose tablets were consumed to address bg levels. Recommendation was made to consult a health care provider (hcp) to discuss diabetes management. The customer states their hcp will be consulted to discuss their pump profile settings also.